Event description:
I got silicone breast implants in 2008 in (B)(6). They told me they were safe. They paid me (B)(6) a month to be a study. Two years after I got them I was dx with lupus and sjogren's. I was then kicked out of the study. I was very tired, fast forward. It's now 2019 and I've developed hashimoto's, and paraneoplastic encephalitis (neuro) and I have some markers for multiple myeloma. My neuro says I need the implants out asap. He believes they're the root cause. I was thin and beautiful and successful and healthy before these. Now? I enjoy, lost everything. Medications: about 12. FDA safety report ID# (B)(4).

Event description:
Add'l info received from reporter on 07/31/2019, mw5085626: pt had emergency surgery to have the implants removed. The left implant had disintegrated. Silicone floating in her chest wall. Pt was diagnosed with capsular contracture. Right side implant was put in backwards. Right side implant was cloudy, yellow and leaking. Pt discover after explant surgery that she had two different implants from two different sets. Pt reported feeling much healthier after explant surgery.